Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 2012715: (B)(4) items manufactured and released on 17-feb-2021. Expiration date: 2026-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medacta medical affairs department: during primary tha surgery, while the cemented stem was being inserted, the surgeon noticed a bone fracture and proceeded to apply cerclage. This should not have adverse consequences. There is no reason to suspect a faulty device at the origin of this adverse event.

Event description:
When inserting the stem, the surgeon noticed a fracture around the stem. He wrapped the cable around the fracture and the surgery was completed successfully. The surgeon commented that the cause may be over-insertion of stem.